Event description:
24g x 5/8" catheter's protective sheath was bent, the catheter creased, and wouldn't allow the needle to retract.

Event description:
24g x 5/8" catheter's protective sheath was bent, the catheter creased, and would not allow the needle to retract.